Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had fibers on the back where the lens creases. The physician was able to remove the fibers using forceps and provisc and the iol remains in the patient's eye. Additional information indicated that the surgeon noted the strands were on the iol at the creases, successfully removing them while leaving the iol in place. The patient is doing fine. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and remain implanted section d6b: if explanted; give date: n/a. The intraocular lens was inserted and remain implanted device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.